Event description:
It was reported that approximately two months post ivc filter implant, the pt presented with chest pain. A surgical pericardial window was performed, which revealed a detached filter limb in the right ventricle. The following day, both the filter and detached limb were removed from the pt with a snare without incident and another filter was implanted. There were no pt or procedure complications.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.